Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra test strips were "bad" and that he will contact the FDA. In addition, the patient stated that lifescan can deal with him in small claims court. The patient disconnected before the smartscript information could be gathered. On november 10,2008, this medical affairs specialist contacted the patient to clarify information obtained from the initial phone call. The patient claimed that he purchased the onetouch ultramini meter (serial number) at the end of the summer of 2008. The subject meter reportedly started to give him inaccurate low readings when he purchased new one touch ultra test strips (unknown lot#) 10 days after the purchase of the subject meter. The patient reportedly was obtaining readings that ranged from "40-80 mg/dl " on the subject lfs products. As a result of the alleged low readings, he reportedly decreased his insulin regimen. Sometime after the reported issue began, the patient reportedly started to have symptoms described as "lethargic, dry mouth, and tired," which the patient claimed were hyperglycemic symptoms. The patient reportedly obtained readings ranging from 60-100 mg/dl on the subject meter during the reported symptoms. When patient allegedly increased his insulin regimen, the symptoms reportedly abated. It is not known the duration of the symptoms. However, the patient indicated that the alleged hyperglycemia episode came and went. Prior to obtaining the subject test strips, the patient indicated that he did not have any hyperglycemia episodes for two years. The patient believed that had he had onetouch test strips that were working properly, he would have been able to prevent the multiple hyperglycemic episodes he experienced. The patient's diabetes medical regimen has not been changed immediately before or after the reported symptoms began. This complaint is being reported because the patient claimed that he had symptoms that can be suggestive of hyperglycemia after he adjusted his insulin per the lfs meter readings. In addition, he claimed that his symptoms abated after he increased his insulin dosage. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.